Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, post procedure, the pt returned to the clinic with evidence of a superficial, bilateral, vaginal wall burn. The burn was characterized as first degree and approx. 2mm x 2mm in size. There was also "sloughing" from the posterior cervix. During the procedure which occurred in 2009, approx. 5 minutes into the case, there were 2 fluid loss alarms. In addition, a tenaculum and speculum were used. Despite the alarms, the physician decided to continue as there was no fluid seen leaking from the pt's vagina. Immediately after the procedure, a thorough inspection of the procedure site was performed and nothing unusual was noted. The procedure was completed with this device. Although an attempt was made to gather more f/u with regards to the burn, there is no further info. In addition, the burn was treated with silvadene cream in the following month.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp. Date are unk. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.